Event description:
Customer's father called in for assistance with completing the prime process. Customer's father explained that they had changed the infusion set the night before but customer's blood glucose in the morning was 343 mg/dl and they noticed the site was loose. Customer bloused but blood glucose level only dropped to 330 mg/dl. The customer changed the site. During the call; the customer's father mentioned that the customer was hospitalized a couple of months back but he did not recall the date. It was stated that customer had the flu and was throwing up and was experiencing high blood glucose and ketones.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.